Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: it was reported in the infusion center and lab from about 5 nurses that they have seen an increase of spraying upon disconnection of the maxzero. Samples of lots 25075397, 25075398, 25075316, 24085440, 24026349 were collected to be sent in (5 total).

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.